Event description:
The user has been explanted. According to the device explantation report form, the skin was open and a septic wound was found.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the skin over the device was open and the wound was septic at the time of explantation. Therefore it is assumed that the device was explanted due to an infection. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
According to the device explantation report form, the skin was open and a septic wound was found. The user has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.